Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that when a patient was on the CT couch for a clinical CT procedure, the customer was utilizing the multifunction footswitch (mffs) load pedal when the couch moved up and stopped even though the pedal was not released. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. The fse reported that the operator stated there was a foreign object in the mffs, which the customer removed. Philips engineering reviewed the logfiles which revealed a stuck unload button/pedal. The customer told the fse the CT couch was working fine after the removal of the foreign object and did not want service.

Manufacturer narrative:
(B)(4). On 22-aug-2015, the customer reported that when a patient was on the CT couch for a clinical CT procedure, the customer was utilizing the multifunction footswitch (mffs) "load" pedal and the couch moved up and stopped even though the pedal was not released on a brilliance ict system. A philips customer support engineer (cse) confirmed there was no harm to a patient, operator, or bystander. The cse reviewed the log files remotely and found stuck button errors. The cse instructed the customer to check the footswitch over the phone. Upon checking, the operator stated there was a foreign object in the mffs which the operator removed. The operator told the cse the CT couch was working fine after the removal of the foreign object and did not want service. The cse could not give information about what the object was that was stuck in the footswitch. After removal of the object, there were no further recurrences of the event at the site. There were no parts replacement and no fse was dispatched to the site. The cse provided the log files for analysis. Malfunctions and adverse events that occur inside of (B)(4). A response from the (B)(4)market group will only be expected if they require additional information or if the (B)(4) market group makes the decision to report this event to (B)(4). Philips engineering reviewed the log files which revealed a stuck unload button/pedal. The operator stated there was a foreign object in the mffs, which the operator removed. The operator told the cse the CT couch was working fine after the removal of the foreign object and did not want service. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: a. Stopping horizontal motion in the presence of resistance force (not applicable for vertical) b. Table collision envelope c. Single fault safe against uncontrolled motion: ¿ horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. ¿ double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed d. Design mitigations enabling human response: ¿ continuous activation for manual motion ¿ emergency stop controls enable termination of motion in hazardous condition ¿ emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. ¿ speed of motorized non-programmed motion is limited.